Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working due to inflation issues. A revision surgery was performed, upon examination fluid leakage due to a puncture in one of the cylinders one found. Also, air was found in the pump component. The cylinders and pump were explanted and replaced. No leaks were found in the reservoir therefore it remained implanted. No patient complications were reported.